Manufacturer narrative:
Device evaluated by MFR: the device was received with the stent fully deployed from the delivery system. The stent was not returned for analysis. A visual and tactile inspection identified a complete outer sheath break located at approximately 1mm distal of the main t-body. No other issues were found with the catheter. A visual and tactile examination identified no issues with the tip of the device. No other issues were identified with the device.

Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in the non-tortuous and non-calcified carotid artery. A 10x24,5.9f,135cm carotid wallstent self-expanding was selected for use. During deployment of about 3/4 of the stent, it was noted that the shaft broke and partially separated. Eventually, the stent was able to be fully deployed and the whole delivery catheter was able to be pulled out. The stent was implanted and was not re-constrain. There were no patient complications as a result of this event.